Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sagun k. Tuli, jayshree tuli, peng chen and eric j. Woodard (2004), fusion rate: a time-to-event phenomenon, journal of neurosurgery vol. 1(1), pages 47-51 (USA). The aim of this study is to illustrate that fusion rate is more accurately represented by median times as calculated using survival analysis. Between january 1995 to december 1999, a total of 57 patients (30 males and 27 females) with a mean age of 53 years were included in the study. These patients had undergone single- or multilevel corpectomy and fusion. The cervical spine locking plate was used for 31 patients and 26 other patients were using a competitors device. Follow-up review was performed until 6 months. The article did not specify which of the devices were being used to capture the following complications: 5 patients were censored from the study because they did not develop successful fusion during the follow-up period. This report is for an unknown synthes screw. This is report 2 of 2 for (B)(4).